Event description:
In an article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", a retrospective review was performed on patients with a residual painful syndrome after implantation of interspinous devices. The inclusion criteria were low back pain and/or radiculopathy after the device implantation without improvement of the painful symptomatology, radiculopathy with signs of sensory and motor deficit, intermittent neurogenic claudication, and infection. From january 2007 to march 2009, the series includes 11 males and 8 females with a mean age of (B)(6) years (range (B)(6) years). The following was reported for patient 4 of 8 patients with x-stop devices implanted. The patient underwent x-stop procedure at level l5-s1. Patient was suffering from low back pain due to adult scoliosis. Patient did not experience any pain relief and improvement of claudication after the device implantation. Patient underwent medical therapy. No further information was reported.

Manufacturer narrative:
Desc evt problem: the events reported for the eight patients with x-stop devices implanted are reported in MFR report # 2953769-2011-00041 to 2953769-2011-00048. Report source: article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", by francesco ciro tamburrelli, luca proietti, carlo ambrogio logroscino. Eval method: follow-up with company representative.